Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape button due to moisture damage on keypad traces noted. No unexpected scrolling of numbers noted. No unexpected bolus or carbs anomalies noted during testing. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling. The customer also reported they were only able to input 4.5 carbohydrates on the insulin pump. Customer's blood glucose was 164 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.